Event description:
It was reported that during a percutaneous transluminal coronary angioplasty intervention procedure a balloon catheter was noted to have a defective tip. Upon analysis of the tip, it was found to be separated. Reportedly there was no patient injury associated with this event.